Manufacturer narrative:
(B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product or a picture of the device was not provided. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be conducted since the lot number was not provided. No corrective action can be established since lot number was not provided and sample is not available to perform an investigation and determine the source of defect reported. Customer complaint cannot be confirmed due to the lack of sample and no lot number provided for investigation. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility and it is not being manufactured at the time. If the device sample becomes available this compliant will be re-opened. The personnel from the assembly line were notified to maintain an awareness of this type of issue.

Event description:
The customer alleges that there was a leak from the device. An erroneous co2 wave form was noticed. The device was replaced. No patient injury reported.